Event description:
During a check-out procedure at the manufacturer's service center, the device failed a test step during testing. The device was not in patient use. The device was recalibrated to address the issue. In addition of the above evaluation, the technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.